Event description:
This is a spontaneous report received on 23-july-2009 by the local vigilance team about an adverse reaction after application of adept. This adverse event was reported by an unknown customer to the drug vigilance department. In 2009 adept was used for tissue adhesion prophylaxis. The physician reported about pruritus, urticaria and erythema. This symptoms cured/resolved after 15 minutes. Patient information: 35 year old, female.

Manufacturer narrative:
Baxter initial medical assessment: in order to assess a causal relationship to the use of adept with pruritis, uticaria or erythema, the following information is required: the time of the event in relation to the application of adept since the report includes pruritis which is the term used to describe a feeling of itchiness which the patient would have to not be under anesthesia to describe. If the event happened intra-operatively, was the use of adept discontinued? Was any treatment given to treat the reaction? Does the patient have any history of allergies? Additional information received on 18-aug-2009: history allergies: nickel, cobalt treatment given to treat the reaction: solu-decortin (250 mg), tavegil (1 ampul), ranitic (1 ampul) symptoms resolved after this treatment. Additional information received on 26-aug-2009: the time of the event in relation to the application of adept since the report includes pruritus which is the term used to describe a feeling of itchiness which the patient would have to not be under anesthesia to describe. Infusion of adept at 1:30 pm. Allergic exanthema appeared 30 min later. If the event happened intra-operatively, was the use of adept discontinued? The allergic condition was detected in the anesthetic recovery room and not in the operating room. Baxter follow-up medical assessment: although the temporal relationship to the application of the product is not supporting a tight causal relationship, the diagnosis of an allergic reaction is possible. This is an extremely rare, but expected type of reaction, which is adequately described in the product instructions for use. This adverse event is not deemed reportable. No further investigation is required. This is the first complaint of this nature reported for this product lot. This will be kept on file for trending purposes.